Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2015 with the following findings: there were no prime related warnings or alarms in the pump's black box. The rewind, load cartridge and prime steps were performed successfully with no alarms. The pump's force sensor calibration was within specifications. The pump was exercised for 24 hours with no loss of primes occurring. The battery compartment was cracked along the side. The threads on the battery cap were stripped.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was unable to prime. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.